Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07268. It was reported that the radiopaque marker detached from the rotawire. The target lesion was located in the left main coronary artery and the left anterior descending artery. A 1.25mm rotalink¿ plus and a rotawire¿ were selected for use. During the ablation procedure, it was noted that the radiopaque markers of the rotawire detached and was not removed from the vessel of the patient. The procedure was completed with another of the same device. No further patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of only the burr catheter for the rotablator rotalink plus device for this complaint; however, the advancer was not returned for analysis. The handshake connection, sheath, coil and burr were microscopically and visually inspected. There were numerous kinks throughout the sheath. The annulus of the burr was damaged and not rounded. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the rotawire during use leading to the damaged annulus and the reported fractured rotawire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07268. It was reported that the radiopaque marker detached from the rotawire. The target lesion was located in the left main coronary artery and the left anterior descending artery. A 1.25mm rotalink¿ plus and a rotawire¿ were selected for use. During the ablation procedure, it was noted that the radiopaque markers of the rotawire detached and was not removed from the vessel of the patient. The procedure was completed with another of the same device. No further patient complications reported and the patient's status was stable.